Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument would not open. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the scissors not opening was confirmed by failure analysis.